Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending artery (lad) with 90% stenosis and was 5mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x16mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2017, the patient presented to the emergency department with complaints of substernal chest pain associated with shortness of breath and neck pain and was hospitalized on the same day. The patient received medication in response to the symptoms. Four days from the onset of symptoms, coronary angiography was performed and revealed, (lad): 60% in-stent restenosis (isr) in proximal and mid portion, minor luminal irregularities in mid portion; 50% isr in ostial portion of d1 (unknown manufacture) distal edge stent has 50% stenosis. The 60% isr of proximal lad was not treated. Subsequently, the 70-80% stenosis located in mid right coronary artery (rca) and 20-30% stenosis on the edges of the mid rca (proximal part of mid rca) was treated with balloon angioplasty and placement of a pair of 2.75x 28mm promus premier drug-eluting stent with 0% residual stenosis and timi 3 flow. In (B)(6) 2017, the event was considered as resolved and the subject was discharged on aspirin and ticagrelor.